Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the implanted device for their bladder but it had not ¿not really been doing its job¿ over the last 2-3 years as they had issues with their bowel and bladder. The patient stated that the had other medical procedures but they never knew how to turn the stimulation off. They also mentioned that they had a lot of other medical problems and they had a baby 2 years ago. The patient was redirected to their healthcare professional (hcp) and they stated they would make an appointment. There were no further complications reported or anticipated.